Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed multiple "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was 548 mg/dl at the time of the call. The customer treated their blood glucose with manual injections. The customer's insulin pump worked as designed after new batteries were inserted in the insulin pump.